Event description:
It was reported the dso (downstream occlusion sensor) of the device doesn't calibrate during testing. No patient involvement was reported.

Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the (B)(6)tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not confirmed nor duplicated. Replaced the dso (downstream occlusion sensor) sensor and recalibrated the device for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.